Event description:
Occurrence of cysts and inflammation at implantation site, revision required, biobon explanted due to suspected sepsis. First surgery was performed in 1999. Diagnosis: cyst at the right distal tibia ephiphysis, male pt. Bone defect filled with biobon (surgeons & nurses instructed by sales rep in 1999). Second surgery performed two months later. Removal of implanted biobon because of severe pain and suspected osteomyelitis diagnosed. Physician reports that the biobon in the bone cavity was partially broken. 2 months after implantation, biobon did not show any signs of remodeling and was surrounded by sclerotic tissue. The pt showed severe symptoms of inflammation.